Event description:
The manufacturer received information alleging the differential pressure calibration test step had failed on a trilogy 200 device. The device was not in use on a patient at the time of the occurrence. The trilogy 200 device was evaluated by the manufacturer service center. During the evaluation it was noted that the nozzle on the sensor board had physical damage that was caused by service. In conclusion, the device's sensor printed circuit assembly (pca) board was replaced to address the issue. The root cause is confirmed at this time. The manufacturer's evaluation is still ongoing due to the device needs to be retested after the parts had been replaced on the device. A follow-up report will be submitted when the manufacturer's investigation is complete. Additionally, during the service of the device, the dc cable was replaced for physical damage unrelated to the reportable issue.

Manufacturer narrative:
The manufacturer received information alleging the differential pressure calibration test step had failed on a trilogy 200 device. The device was not in use on a patient at the time of the occurrence. The trilogy 200 device was evaluated by the manufacturer service center. During the evaluation it was noted that the nozzle on the sensor board had physical damage that was caused by service. In conclusion, the device's sensor printed circuit assembly (pca) board was replaced to address the issue. The root cause is confirmed at this time. The device was retested, and the differential pressure calibration test step had passed on the device. However, the positive flow test step had failed on the device. The manufacturer's service technician re-evaluated the device and found no problem and they retested the device again. The manufacturer's service technician repeated the test step, and it could not be replicated. However, the check leak and active exhalation verification test steps failed on the device. The manufacturer's service technician re-evaluated the device and found no problem and they retested the device again. The manufacturer's service technician repeated the test step, and it could not be replicated on the device. There were no part(s) and/or repairs made to the device for the following failed test steps for this device: positive flow, check leak, and active exhalation verification. Additionally, during the service of the device, the sd file test steps had failed on the device, and it was due to the test station and/or testing sd cards used to perform the test steps. This was unrelated to the reportable issue. The dc cable was replaced for physical damage unrelated to the reportable issue. The device passed all final testing.